Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was advised by technical support to use a multiple daily injection (mdi) as a backup therapy for insulin delivery. Technical support resolved the issue by sending a replacement pump equipped with updated software and provided instructions for returning the problematic pump.